Event description:
It was observed during the device inspection, that the colonovideoscope air/water tube, air/water cylilnder and jet tube had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following; due to wear of scope cover, water tightness is lost; due to wear of flexibility adjustment ring, flexibility adjustment function does not work; grip packing ring is loose; air/water cylinder has no color; suction cylinder has no color; due to damage on coupled charging device unit, brightness is uneven when halation occurs; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, bending angle in down direction does not meet the standard value; due to wear of angle wire, bending angle in left direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; due to wear of angle wire, the play of right/left knob is out of the standard value; distal end cover has a dent; adhesive around objective lens has a chip; adhesive around light guide lens has a chip; bending tube is deformed; adhesive on the bending section cover or distal sheath rubber is detached; connecting tube is snaking; connecting tube has stain; universal cord has stain; and universal cord has coating peeling. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (unmark user facility and other). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 1 years, since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined, what the white foreign material was residing in the air/water-channel, air/water-cylinder and auxiliary water channel. The material may not have been removed, because the user possibly could not perform reprocessing properly, due to leakage from the scope cover. However, the definitive root cause could not be determined. The event can be detected and prevented, by following the instructions for use, which state: IFU states, the detection method in cf-ez1500dl/I, operation manual chapter 3: preparation and inspection. IFU states, the preventative measures in cf-ez1500dl/I, reprocessing manual chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.